Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient was using a drain line extension that was eight days old. The tsr advised the patient they needed to change the drain line extension often to prevent clogging. The patient would change the drain line extension out. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient re-using the drain line extension. The rn stated she was aware of this and that the patients are told to change the drain line extension weekly. Baxter product surveillance informed the rn that drain line extensions are only recommended for single use. The rn stated she was aware of that. The rn stated that the patient was continuing therapy on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.